Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc sensor prematurely detached and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweat, shaking, and fatigue and was unable to self-treat, requiring non-hcp administration of orange juice for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc sensor prematurely detached and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweat, shaking, and fatigue and was unable to self-treat, requiring non-hcp administration of orange juice for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.